Event description:
It was reported that a malfunction alarm occurred. It was also reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer continued to use the pump for insulin therapy: however, a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.